Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2005, the patient presented for chest x-ray. Impression : no acute disease. The patient also underwent venipuncture , dipstick ua , cbc , rh-bmp2/acs (B)(6) 2005, the patient presented with preoperative diagnosis of ddd in l4-5, l5-s1 interspace with associated neuropathy. Following procedure was performed : anterior lumbar interbody fusion level of l4-5 and l5-s1 interspaces via retroperitoneal approach with rh-bmp2/acs . Anterior instrumentation of the l4-5 and l5-s1 interspaces. Bone allograft placement l4-5 and l5-s1. Per op notes". L4-5 interspace was identified fluoroscopically. The vessels retracted to the right lateral area. The ureter was seen and retracted medially. The vessels were retracted medially as well. Complete discectomy was performed followed by bone allograft placement and bone allograft was buttressed with a single screw. The implant was reconstituted in a standard fashion wherein the center of the implant , surgeon would place a rh-bmp2/acs impacted in l5-s1 space. Now focus was made on l5-s1 interspace. Complete discectomy was performed followed by placement of bone allograft. The bone allograft was buttresses with a single anterior screw. The retroperitoneal contents were returned to their normal position. "The patient was discharged on (B)(6) 2005. On (B)(6) 2006, the patient presented for xray of chest pa lateral. Impression : no acute pulmonary disease, post surgical changes. On (B)(6) 2006, the patient was admitted with preoperative diagnosis : pseudoarthrosis l4-5 with hardware loosening and radiculopathy. Post op diagnosis : hardware failure pseudoarthrosis l4-5 and radiculopathy. Following procedures were performed: exploration fusion hardware removal reinstrumentation l4,l5,s1 bilaterally repeat laminectomy at left side of l4-5 posterolateral fusion l4-5 and s1. Bone marrow aspiration through the iliac crest bone bilateral. Posterolateral fusion again at l4-5 and s1 polygraft through a separate fascial incision. Per op notes, surgeon were able to remove the interlocking screws and rods bilaterally . We examined the screws were able to determine that each of the screws of l4 and s1 bilaterally were loose. We removed these screws . The surgeons were able to re instrument l4 and s1 with larger screws . The side pedicles were then burred and probed . Posterolateral , they packed a mixture of autograft bone from the iliac crest. Autograft allograft as well as a putty into the posterolateral gutter . The correct sized rods were then placed .